Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive; the contrast button was unresponsive. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. For testing, a new test screen was inserted and functioned properly. Also unrelated to the complaint, visual inspection revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive. The reporter stated this had been occurring for several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.